Event description:
It was reported to boston scientific that during the procedure, the baskets would not open and close properly. The case was completed with another gemini stone retrieval paired wire / helical basket. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
A visual and functional evaluation found the sheath of the device being buckled confirming the customer's report of the basket not opening and closing properly. The sheath is buckled at the handle strain relief. A functional check found the basket is opened and cannot be closed due to the sheath damage. A review of the device history record was performed and revealed no anomalies.